Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00783, 0001825034 - 2022 - 00785.

Event description:
It was reported the patient underwent a left hip revision approximately 16 years post implantation due to pain, elevated metal ions, trendelenburg lurch, pseudotumor and abductor destruction. During the revision the trochanter was found bald with no abductors attached, no capsule, and appeared dead. Metal debris was inside of head and on the cup with mild trunnionosis. The head was exchanged without complications. The stem and cup remained implanted. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
H6: component code: mechanical (g04) - head. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: severe bilateral groin pain, trendelenburg lurch, elevated metal ions >50, MRI ¿ pseudotumor and abductor destruction. Left hip metal on metal failure, pseudotumor, abductor destruction, trunnionosis. Completely bald trochanter with no abductors attached and with no capsule, greater trochanter appeared dead. Pseudotumor removed along with metal stained tissue. Metal debris inside of head, mild trunnionosis, and metal debris on the cup, trunnion cleaned. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.